Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the cable into lab use only (luo) testing equipment including an air bubble detector sensor and module. There was no damage observed on the cable. The air bubble detector did not falsely detect any air bubbles, and correctly detected when there was an air bubble. Flexing the cable did not disrupt function. The cable operated as intended with no issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) sensor was alarming when there were no air present. The alarm was cleared but the issue happened again about 20 minutes later. The case was completed without the use of the air detection. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the end user reported an issue with their heart lung machine (hlm) during cpb. Specifically, the arterial pump stopped during the case. The pump stoppage was initiated as a result of the abd being triggered. This was a false positive alarm response, because the user did not observe any air in the system. The alarm was cleared and re-set, but around 20 minutes later there was another false positive event, which stopped the arterial pump again. This occurred a total of three times, after which the team turned the air bubble detector off for the remainder of the case. There was no delay to the procedure and the surgery was completed successfully. There was no blood loss and no adverse event reported.

Manufacturer narrative:
The field service representative (fsr) duplicated the reported complaint. The fsr replaced the cable and restarted the system twice and completed functional testing without duplicating the reported complaint again. The unit operated to the manufacturer's specifications.